Event description:
The device was set to deliver a solution of insulin. The nurse increased the rate to 902ml/hr from 2ml/hr to get air out of the line and did not change the rate back to a lower rate. No pt injury was reported.

Manufacturer narrative:
The pump was tested by the MFR and operated within specifications. The operation history log was also download and reviewed. The history log shows that 0n 06/18/05, an infusion was delivered in standard mode at a rate of 2.0ml/hr with volume of 100ml. The rate was changed to 902ml/hr and delivered the volume of 93.8ml. It appears that the user was using this pump beyond the feature that was designed and did not verify the entry by reviewing the lcd screen prior to restarting the infusion.